Manufacturer narrative:
Device evaluation is anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer was driving the scooter on the sidewalk when the scooter allegedly turned over and he fell and hit his head. The user was taken to the emergency room and later released; nine days later he passed away.